Event description:
Note: this report pertains to the first of three devices used during the same procedure. Manufacturer reports numbers 3005099803-2008-01993 and 3005099803-2008-06522 pertain to the second and third devices. It was reported to boston scientific corporation in 2008 that an ultratome xl sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure the same day (patient age, gender and weight are unknown). According to the complainant, "during prep, the cut wire would not flex or bow the sphincterotome." The device was not used in the procedure; therefore, there was no patient involvement. The procedure was completed with "a competitive product."

Manufacturer narrative:
From the product analysis, it was found that the product functioned as intended. The complaint was not confirmed as there was no issue with the device. The root cause could not be determined.